Event description:
Patient (user) reported he experienced a urinary tract infection after an experience where he felt a scraping/rough feeling in his urethra during catheterization with one unit. He was prescribed antibiotics and fully recovered. He discarded the catheter. He did not note any defect with the catheter but just felt scraping.